Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced pain, abscess with vancomycin-resistant enterococci (vre), fistula, dehydration, sepsis, abdominal fluid collection, dense inflammation and edema, granulation tissue, adhesions, hernia recurrence and infection. Post-operative patient treatment included placement of subcutaneous drains, CT-guided drainage of intraabdominal abscess with placement of drainage catheter, exploratory celiotomy, extensive lysis of adhesions, irrigation, debridement, two additional surgeries to remove adhesions and fistula, resection of small bowel x2 and enteroenterostomy, resection of transverse colon and colocolostomy, closure of incidental bladder laceration/abdominal wall, mesh revision and removal. Information received indicates the patient had expired (B)(6) 2011 from respiratory failure and sepsis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced pain, abscess, fistula, dehydration, sepsis, abdominal fluid collection, dense inflammation and edema, granulation tissue, adhesions, hernia recurrence and infection. Post-operative patient treatment included irrigation, debridement, two additional surgeries to remove adhesions and fistula, resection of small bowel x2 and enteroenterostomy, resection of transverse colon and colocolostomy, closure of incidental bladder laceration/abdominal wall, mesh revision and removal. Information received indicates the patient had expired (B)(6) 2011 from respiratory failure and sepsis. Relevant tests/laboratory data: (B)(6) 2009 CT of abdomen revealed a fluid collection and possible intraabdominal abscess below the mesh as well as a subcutaneous abscess not adequately drained by the current catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced pain, abscess with vancomycin-resistant enterococci (vre), fistula, dehydration, sepsis, abdominal fluid collection, dense inflammation and edema, granulation tissue, adhesions, hernia recurrence, infection, and death. Post-operative patient treatment included placement of subcutaneous drains, CT-guided drainage of intraabdominal abscess with placement of drainage catheter, exploratory celiotomy, extensive lysis of adhesions, irrigation, debridement, two additional surgeries to remove adhesions and fistula, resection of small bowel x2 and enteroenterostomy, resection of transverse colon and colocolostomy, closure of incidental bladder laceration/abdominal wall, medication, mesh revision and removal. Information received indicates the patient had expired (B)(6) 2011 from respiratory failure and sepsis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic treatment of a hernia. It was reported that after implant, the patient experienced pain, abscess, fistula, dehydration, sepsis, abdominal fluid collection, dense inflammation and edema, granulation tissue, adhesions and hernia recurrence. Post-operative patient treatment included irrigation, debridement, two additional surgeries to remove adhesions and fistula, resection of small bowel, and mesh revision. Information received indicates the patient had expired (B)(6) 2011 from respiratory failure and sepsis.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced pain, abscess with vancomycin-resistant enterococci (vre), fistula, dehydration, sepsis, abdominal fluid collection, dense inflammation and edema, adhesions, hernia recurrence, infection, pneumoperitoneum, bacterial infection, labs abnormal for wbc; bun; creatinine; sodium; potassium, nausea, vomiting, low-grade temperature, abdominal pain, seroma, epigastric burning, weakness, fibrinous exudate, discomfort, respiratory failure, & death. Post-operative patient treatment included placement of subcutaneous drains, CT-guided drainage of intraabdominal abscess with placement of drainage catheter, exploratory celiotomy, extensive lysis of adhesions, irrigation, debridement, removal of adhesions & fistula, resection of small bowel x2, enteroenterostomy, resection of transverse colon, colocolostomy, closure of incidental bladder laceration/abdominal wall, medication, mesh revision, mesh removal, CT scan, hospitalization, IV hydration, pain control, antibiotics, blood transfusion, use of jp drain, fluid replacement, IV antibiotics, ICU, tpn, ot/pt, wound care, hernia repair with mesh, <(>&<)> g-tube care. Information received indicates the patient had expired 31 may 2011 from respiratory failure and sepsis.

Manufacturer narrative:
Additional info: a1, a4, b2, b5, b6, b7, h4, & h6 (patient codes, ime e2402: pneumoperitoneum, labs abnormal for wbc; bun; creatinine) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.